Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and tissue was observed at the bisector blade. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. We were unable to reproduce the reported failure in our testing. Based on the returned condition of the device and the results of the evaluation, the reported complaint was unable to be confirmed for ¿failure to deliver energy¿. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 6-pro would not activate thermal energy. The harvester changed cords and checked all connections, but was unable to correct this issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
December 20, 2015 03:04 pm (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview 6-pro would not activate thermal energy. The harvester changed cords and checked all connections, but was unable to correct this issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.